Event description:
A catheter fracture was reported. It was later reported that the patient had a lump on her back around old incision site. The doctor found it to be csf (cerebrospinal fluid) and indicated that it was a catheter issue. Catheter had broken in half; a portion in spine was intact and the pump portion was still connected to pump but the rest of the catheter was in pocket. A revision was done wherein a new piece to spinal segment was added. The other old piece was taken off of the pump and the new piece was added to the pump. Following this revision, the pump and catheter were noted to be now functioning and the patient was doing fine. Drugs delivered via the device were hydromorphone 0.199mg/day and bupivacaine 0.199mg/day.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: unk; explanted: unk; proximal catheter model 8596, serial # unk, implanted: unk, explanted: unk.

Manufacturer narrative:
(B)(4).